Manufacturer narrative:
The devices were requested for evaluation but were not returned because risk management would not release them (the remaining needles), therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The actual device used to insert the needles was reported to be used again the next day with no issues. Based on the information provided, the most likely cause of this event would be the use of excessive force to pass the needles through the patient's unusually thick tendon. A new labeling statement is being placed on the device package, instructing the user as follows: "warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area." The potential causes of this event are being communicated to the event reporter. If the devices are returned and additional relevant information is obtained, a follow up report will be submitted.

Event description:
It was reported that during a rotator cuff repair, two scorpion needle tips broke off in the patient's shoulder. The reporter stated that the patient's tendon was unusually thick. It was initially reported that the case took 4-5 hours instead of the usual two hours; however, follow-up communication was provided that there was no indication in the operative report that the delay was due to the needle tips breaking. An x-ray was taken which confirmed the needle tips were in the patient's shoulder; the two tips were not retrieved. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.